Event description:
It was reported that an alert was generated for atrial automatic threshold detected as greater than programmed amplitude or suspended. The alert resulted from the atrial automatic threshold detected as suspended due to low evoked response. It was noted that there had been no successful atrial threshold measurements since implant, which may be due to the presence of an atrial arrhythmia. Review of the presenting electrogram showed evidence of marked atrial undersensing. Further assessment of the atrial lead was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.